Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.na - attachment: [cn-030670 article.pdf].

Manufacturer narrative:
Event dates estimated. The devices were not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the part and lot information regarding the complaint device was not provided. A conclusive cause for the reported incomplete coaptations cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling. Attachment: literature titled, long-term outcome, survival and predictors of mortality after mitraclip therapy: results from the german transcatheter mitral valve interventions (trami) registry.

Event description:
This is being filed to report the partial clip detachments. It was reported through a research article identifying mitraclip that may be related to partial clip detachments. Specific patient information is documented as unknown. Details are listed in the attached article, long-term outcome, survival and predictors of mortality after mitraclip therapy: results from the german transcatheter mitral valve interventions (trami) registry. No additional information was provided.